Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown biomet implant was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), risk file, and x-ray. Device history record (DHR) review could not be performed for the product reported as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review could not be performed for the product reported as the item and lot number were not available. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed via x-ray.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h10: additional narrative upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR 0002023141-2021-02560.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Additional device information unknown / not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
Doctor reported fracture of implant that was placed in another medical center in 2013. The internal geometric side seems to be intact, but the abutment cannot be fixed anymore.